Event description:
Two patient samples with discrepant results for multiple tests. Units of measure not provided. Sample 1, initial aik result -5; repeat 167. Initial crp result 0.0; repeat 50.3. Initial ggt result 3; repeat 265. Initial alt result 0; repeat 71. Initial ast result 6; repeat 46. Sample 2, initial crp result 0.0; repeat 134.3. No information provided to determine if results were used to guide therapy. In additional information is received, appropriate notification will be provided.